Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused; further described as an incomplete delivery of medication with an abnormally large amount of medication remaining in the device. This was observed during patient infusion at the patient's home. The device was used with a non-baxter extension set and a PICC (peripherally inserted central catheter) line. It was further stated there were no obstructions or occlusions observed and that the PICC line flushed. The device was filled with piperacillin/tazobactam 13500mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: november 17, 2020 - november 18, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed fluid inside the bladder. The photograph suggested an under infusion condition may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.